Event description:
The customer reported that the system froze and exhibited a non-recoverable loss of functionality. No pt injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hv cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The 5vdc power supply was also evaluated and optimized. The system was tested and found to be working as intended and returned to service.